Manufacturer narrative:
(B)(4). It could not be confirmed which of the two implanted mitraclips experienced the post-deployment movement and then the single leaflet device attachment(slda) or just the slda the following day; therefore, the lot history record review are provided for both clips. The results are as follows: part / lot: cds0502/70428u134, date of manufacture: 01-may-2017, expiration date: 01-may-2018. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Part / lot: cds0502/70424u196, date of manufacture: 24-apr-2017, expiration date: 24-apr-2018. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The devices were not returned for evaluation. A review of the complaint history identified no similar incidents reported from the lots. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) and partial clip movement in this incident appear to be related to patient morphology/pathology. The reported mr and tissue damage were likely a result of the slda. The reported surgical procedure and hospitalization were a result of case-specific circumstances as the patient underwent mitral valve replacement surgery to treat the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received: on (B)(6) 2017, the patient presented for mitraclip procedure with an indentation at the posterior 2 and 3 (p2/p3) mitral valve leaflets, a restricted posterior medial leaflet (pml), and the primary chordae was prominent. Leaflet assessment was satisfactorily performed with both mitraclips and there was no issue with either clip deployment. After deployment of the first mitraclip, some clip movement was noted, without yet detaching from a leaflet. A second mitraclip was attempted. Due to a sonic shadow, visualization while implanting the second clip was not easy, however, was possible. Reportedly, the second clip possibly touched the first implanted mitraclip although there was no damage or issue related to this possible interaction. The mr was reduced to grade 1. On (B)(6) 2017, one day post procedure, both clips had a single leaflet device attachment (slda) and the mr increased back to grade 4. As treatment, the patient had surgical mitral valve replacement. Both explanted mitraclips contained valve tissue, due to the sldas. This event required prolonged hospitalization. The lot numbers of both clips were provided (70428u134 and 70424u196), however, the lot numbers of the first and second clips could not be distinguished.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other implanted mitraclip (clip delivery system) is filed under a separate medwatch report number.

Event description:
This report is filed as the clip detached from one leaflet and remained attached to the other leaflet. Mitral regurgitation increased. It was reported that on (B)(6) 2017, two mitraclips were implanted in a patient with functional mitral regurgitation (mr) grade 4, reducing the mr to grade 1 without a reported device issue. The following day, on (B)(6) 2017, echocardiography indicated both clips had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment-slda). One mitraclip remained attached to the anterior medial leaflet and the other mitraclip remained attached to the posterior medial leaflet. The mr increased back to grade 4 and the patient went for surgery as treatment. There was no additional information regarding this issue.